Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) above 400 (mg/dl). Insulin pens were used to address bg levels. Reportedly, customer thought their infusion set cannula may have bent. Recommendation was made to consult with their health care provider to discuss diabetes management.